Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller was present with the patient at the time of call and attempting to go into MRI mode, but were seeing "no device response" each time they tried to turn therapy off. They stated they will get through the impedance check and then will see this message and the only option is to cancel. Technical services advised caller to reset the communicator and close out of the handset apps. Caller confirmed the communicator is on, paired correctly and all lights are on. This did not resolve the issue. The patient was advised to meet with their physician or manufacturer representative (rep) directly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that he communicator was directly over the implant and they were not in the room with the MRI machine or obvious emi sources, communicator having issues communicating with the patient's implant while activating MRI mode. Caller added that they've already went to the patient's hcp along with the rep, but they still weren't able to resolve the issue. They also mentioned that they tried to activate MRI mode like they had an eligibility report, but they were still receiving the same error showing no device response. Agent reviewed MRI eligibility information and sent a request to repair for a replacement of the communicator. Agent also faxed MRI eligibility report to the patient's hcp as requested. Caller also mentioned that the patient didn't have a mdt ID card. Agent emailed prs for patient ID card request.